Event description:
A company representative was informed of an m series (dc) heated humidifier malfunction that resulted in the humidifier overheating. The customer (also the user) who informed the company representative reported they detected the overheating device after awakening to a burning sensation under their CPAP mask. They sought medical care and received an (unnamed) antibiotic as a prophylaxis for burns to their nasal passages and bronchial tubes. The manufacturer has initiated an investigation of the reported event and will file a follow-up report when it is completed.

Manufacturer narrative:
The device was received by the manufacturer on 06/22/2009 and an evaluation has been initiated.